Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 39-year-old female patient who had essure (batch no. 646510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring from (B)(6) of 2007 to (B)(6) of 2007, nuvaring from (B)(6) of 2007 to (B)(6) of 2007 and iud nos from 2000 to (B)(6) of 2007. Concurrent conditions included psoriasis, menopausal menorrhagia and irregular periods. Concomitant products included nsaids since (B)(6) of 2009 and paracetamol (acetaminophen) since (B)(6) of 2009 for pelvic pain female, betamethasone valerate from (B)(6) 2017 to (B)(6) 2018 for psoriasis as well as ethinylestradiol;norgestimate (sprintec) and meclozine (meclizine). In (B)(6) of 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) of 2010, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), hot flush ("hormonal changes describe: hot flashes", vaginal haemorrhage ("abnormal bleeding(vaginal), menorrhagia ("menorrhagia"), rash ("rashes or skin conditions type: rash"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), dermatitis allergic ("nickel allergy, rash /skin condition") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hot flush, rash, migraine, headache and fatigue was resolving, the menstrual disorder, hypersensitivity, vaginal haemorrhage and alopecia outcome was unknown and the depression, anxiety, menorrhagia and dermatitis allergic had resolved. The reporter considered alopecia, anxiety, depression, dermatitis allergic, fatigue, headache, hot flush, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication, rash and vaginal haemorrhage to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. Patient received treatment for bleeding. Patient treated for allergy and psych injury related to essure was yes. Patient surgery rank 3,0 and 0. Top surgery rank 3 failed removal category 0. Essure was removed. Age removal 47. Patient injuries resolved post removal pain , bleeding and allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Concerning the injuries reported in this case., the following one/ones were confirmed in patient's medical record: fatigue, hair loss and rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: new events nickel allergy, rash/ skin condition and post removal complications were added. Outcome of the menorrhagia, depression, anxiety and vaginal bleeding were updated recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 39-year-old female patient who had essure (batch no. 646510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring from (B)(6) 2007 to (B)(6) 2007, nuvaring from (B)(6) 2007 to (B)(6) 2007 and iud nos from 2000 to (B)(6) 2007. Concurrent conditions included psoriasis, menopausal menorrhagia and irregular periods. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009 for pelvic pain female, betamethasone valerate from (B)(6) 2017 to (B)(6) 2018 for psoriasis as well as ethinylestradiol;norgestimate (sprintec) and meclozine (meclizine). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), heavy menstrual bleeding ("menorrhagia"), rash ("rashes or skin conditions type: rash"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), dermatitis allergic ("nickel allergy, rash /skin condition") and post procedural complication ("post removal complications-yes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hot flush, rash, migraine, headache and fatigue was resolving, the menstrual disorder and alopecia outcome was unknown and the hypersensitivity, depression, anxiety, vaginal haemorrhage, heavy menstrual bleeding and dermatitis allergic had resolved. The reporter considered alopecia, anxiety, depression, dermatitis allergic, fatigue, headache, heavy menstrual bleeding, hot flush, hypersensitivity, menstrual disorder, migraine, pelvic pain, post procedural complication, rash and vaginal haemorrhage to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. Patient received treatment for bleeding. Patient treated for allergy and psych injury related to essure was yes. Patient surgery rank 3,0 and 0. Top surgery rank 3 failed removal category 0. Essure was removed. Age removal 47. Patient injuries resolved post removal pain , bleeding and allergy. Discrepancy noted for essure insertion date - (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded.. Concerning the injuries reported in this case., the following one/ones were confirmed in patient's medical record: fatigue, hair loss and rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, no new clinically significant information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 39-year-old female patient who had essure (batch no. 646510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring from (B)(6) 2007, nuvaring from (B)(6) 2007 and iud nos from 2000 to (B)(6) 2007. Concurrent conditions included psoriasis, menopausal menorrhagia and irregular periods. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009 for pelvic pain female, betamethasone valerate from (B)(6) 2017 to (B)(6) 2018 for psoriasis as well as ethinylestradiol;norgestimate (sprintec) and meclozine (meclizine). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), rash ("rashes or skin conditions type: rash"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), dermatitis allergic ("nickel allergy, rash /skin condition") and post procedural complication ("post removal complications-yes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hot flush, rash, migraine, headache and fatigue was resolving, the menstrual disorder and alopecia outcome was unknown and the hypersensitivity, depression, anxiety, vaginal haemorrhage, menorrhagia and dermatitis allergic had resolved. The reporter considered alopecia, anxiety, depression, dermatitis allergic, fatigue, headache, hot flush, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication, rash and vaginal haemorrhage to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. Patient received treatment for bleeding. Patient treated for allergy and psych injury related to essure was yes. Patient surgery rank 3,0 and 0. Top surgery rank 3 failed removal category 0. Essure was removed. Age removal 47. Patient injuries resolved post removal pain , bleeding and allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Concerning the injuries reported in this case., the following one/ones were confirmed in patient's medical record: fatigue, hair loss and rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of events allergic reaction and abnormal bleeding(vaginal) was updated to recovered/resolved. Date of essure insertion was updated. New reporter was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 39-year-old female patient who had essure (batch no. 646510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring. Concurrent conditions included psoriasis, menopausal menorrhagia and irregular periods. Concomitant products included betamethasone valerate, ethinylestradiol;norgestimate (sprintec), meclozine (meclizine) and paracetamol (acetaminophen). In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), rash ("rashes or skin conditions type: rash"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hot flush, rash, migraine, headache and fatigue was resolving and the menstrual disorder, hypersensitivity, depression, anxiety, vaginal haemorrhage, menorrhagia and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, fatigue, headache, hot flush, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded.. Concerning the injuries reported in this case., the following one/ones were confirmed in patient's medical record: fatigue, hair loss and rash. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-may-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a (B)(6)-year-old female patient who had essure (batch no. 646510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring. Concurrent conditions included psoriasis, menopausal menorrhagia and irregular periods. Concomitant products included betamethasone valerate, ethinylestradiol;norgestimate (sprintec), meclozine (meclizine) and paracetamol (acetaminophen). In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), rash ("rashes or skin conditions type: rash"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hot flush, rash, migraine, headache and fatigue was resolving and the menstrual disorder, hypersensitivity, depression, anxiety, vaginal haemorrhage, menorrhagia and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, fatigue, headache, hot flush, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded.. Concerning the injuries reported in this case., the following one/ones were confirmed in patient's medical record: fatigue, hair loss and rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs received. Essure lot number added. Essure explant date added. Product indication updated. Following event were added: hormonal changes describe: hot flashes, abnormal bleeding(vaginal), menorrhagia, rashes or skin conditions type: rash, migraines, headaches, fatigue and hair loss. Event onset date were added. Event severity added for: pelvic pain/pain. Event outcome added for: fatigue, headaches, migraines, rashes or skin conditions type: rash, hormonal changes describe: hot flashes and pelvic pain/pain. Medical history, historical and concomitant medications were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.